Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The investigation determined that the device failure to complete its internal self-test was due to a faulty non-return valve (nrv). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4). Note: at the time this self-test complaint was reported to the manufacturer it was assessed as being a non-reportable event. The investigation identified new information to change the assessment to reportable. Note: this is the resubmission of the initial submission submitted on (B)(6) but due to the server error from the FDA side, the initial submission was not successfully received and processed ((B)(4)).

Event description:
It was reported to resmed (B)(4) that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.